Event description:
It was reported that a 42-year-old caucasian female patient underwent a primary breast reconstruction with a 350cc artoura breast tissue expander and experienced a deflation on the left side post-operatively, which was diagnosed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On june 22, 2022, the mentor failure analysis lab has received the device for evaluation. On june 29, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual analysis of the returned sample artoura ss, t exp, uhp,350cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a and b) on the anterior view, measuring approximately 0.8 cm and 0.2 cm respectively. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).